Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent graft. On (B)(6) 2017, a secondary procedure ((B)(4)) was performed for an unknown reason. During the intervention, an additional bifurcated stent graft was implanted. No additional event or patient information is available.